Event description:
Additional information was received on (B)(6) 2012. The physician reported that high lead impedance was first observed on (B)(6) 2012. It is unknown if a copy of the x-rays will be provided as the physician reported that the patient needs to request them from medical records. The physician stated that no patient manipulation or trauma occurred that was believed to have caused or contributed to the high lead impedance. The physician also reported that on (B)(6) 2011, he interrogated the patient's vns and the settings were found to be as follows: output current 2.25ma, signal frequency 20hz, pulse width 250 microseconds, signal on time 30 seconds, signal off time 1.1 minute, magnet current 2.50 ma, magnet on time 30 seconds, magnet pulse width 250 microseconds. Diagnostics were performed which showed the device was working properly with the lead impedance =ok, dcdc=2, and neos=no. No changes were made to the patient's settings. He further reported that on (B)(6) 2012, he interrogated the patient's vns and the settings were found to be as follows: output current 2.25ma, signal frequency 20hz, pulse width 250 microseconds, signal on time 30 seconds, signal off time 1.1 minute, magnet current 2.50 ma, magnet on time 30 seconds, magnet pulse width 250 microseconds. Diagnostics were performed which showed there was high lead impedance, dcdc=7, and neos=no. The patient's signal off time was decreased from 1.1 minutes to 0.8 minutes. Due to this high impedance, the patient was referred to surgery and seen by the surgeon on (B)(6) 2012. Although surgery is likely, it has not occurred to date.

Event description:
It was reported on (B)(6) 2012, that the patient was seen at a follow up visit and had high impedance. He was referred to a surgeon. A chest x-ray was also ordered. Additional information was received on (B)(6) 2012, indicating that the patient was seen by the surgeon. The physician's notes indicted that lead impedance was high and the dc/dc code was 7 when diagnostics were run, however it doesn't indicate which diagnostics (system or normal mode) this was observed on. Additionally the generator was not at end of service. When the high impedance was observed, the neurologist changed the patient's off time, but no other settings were changed. The x-rays were reviewed by the surgeon and he indicated that there were no obvious lead breaks. It is unclear if the x-rays will be sent in for review by the manufacturer. The patient was referred for a full revision. Revision is likely, but has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that this patient may have been having pseudoseizures. Surgery is likely but has not taken place.

Event description:
It was reported that this patient was seen on (B)(6) 2013. The physician stated that the patient's non-epileptic spells that are currently intractable.

Manufacturer narrative:
This information was inadvertently left off of MFR. Report #01.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On 08/12/2013, additional information was reported that the patient was seen on (B)(6) 2013. The patient¿s non-epileptic events were still occurring, but his seizures at night with incontinence were worse. The patient¿s family sated that the device never worked; however, the physician¿s notes indicated that the patient had an initial benefit prior to the device not working due to high impedance. The device was checked again on, and high impedance was still seen. The patient had not responded well to medications. The patient has presumed non-epileptic events and frontal lobe seizures. Surgery is likely but has not taken place.

Event description:
An implant card was received which indicated that the patient underwent lead replacement due to "lead malfunction". The lead impedance with the new lead was marked as "ok". It was reported that the lead was discarded on the day of surgery and will not be returned to manufacturer for analysis.